Event description:
According to the reporter: it has been reported that both structural balloons did not inflate during the case, there was no ill effect on the patient, there was no excess blood loss, only the delay in the case of approximately 5 minutes. Patient outcome: there was no negative outcome on the patient.

Manufacturer narrative:
(B)(4).